Event description:
It was reported that the device possibly reached eri (elective replacement indicator) early. It was noted that the device had high output due to patient anatomy for the left ventricular lead. The device was explanted and replaced. It was also reported that the left ventricular (lv) lead had high lv capture thresholds due to patient anatomy. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met of 98% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: 419378 implantable pacing lead - (B)(6) 2003; 694765 implantable tachy lead - (B)(6) 2003; 507652 implantable pacing lead - (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.